Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that prior to a urethrogram, the sliding exterior balloon would not slide (785816). The complainant reported tugging very hard on the catheter with no success in moving the portion that was supposed to slide. The complainant alleged trying to use water and a lubricant to help the catheter slide, but he reported that the sliding portion of the catheter would not move. A new catheter was opened and the same problem occurred (785819). The complainant alleged that he completed the urethrogram without being able to visualize the entire urethra. He alleged that he could not see the entire urethra because he could not get the length of the catheter needed due to it not sliding.

Manufacturer narrative:
Received 1 used foley catheter only. Visual inspection noted that the balloon would not slide. The sliding balloon was stuck to the shaft of the catheter. Inspected the exterior of the sample and did not find any evidence of a failure that would support the reported event. A dimensional evaluation was performed and it was found that the catheter was within specifications. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The complaint was confirmed with an unknown root cause. The instructions for use state the following: "visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
Received 1 used foley catheter only. Visual inspection noted that the balloon would not slide. The sliding balloon was stuck to the shaft of the catheter. Inspected the exterior of the sample and did not find any evidence of a failure that would support the reported event. A dimensional evaluation was performed and it was found that the catheter was within specifications. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The complaint was confirmed with an unknown root cause. The instructions for use state the following: "visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4).

Event description:
It was reported that prior to a urethrogram, the sliding exterior balloon would not slide (785816). The complainant reported tugging very hard on the catheter with no success in moving the portion that was supposed to slide. The complainant alleged trying to use water and a lubricant to help the catheter slide, but he reported that the sliding portion of the catheter would not move. A new catheter was opened and the same problem occurred (785819). The complainant alleged that he completed the urethrogram without being able to visualize the entire urethra. He alleged that he could not see the entire urethra because he could not get the length of the catheter needed due to it not sliding.

Manufacturer narrative:
Received 1 used foley catheter only. Inspected the exterior of the sample and did not find any evidence of a failure that would support the reported event. Evaluation found the sliding balloon was stuck to the shaft of the catheter. A dimensional evaluation was performed and it was found that the catheter was within specifications. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The complaint was confirmed with an unknown root cause. The instructions for use state the following: "using a needleless syringe, gently infuse the specified volume of sterile water to inflate the balloon. Pull the catheter slightly to seat the bladder balloon at the level of the bladder neck. Slide the fixing balloon to the urethral meatus. Infuse the contrast medium through the funnel to perform imaging of urethra. When removing catheter, a needleless syringe is inserted into the inflation valve to allow the sterile water in the balloon to let out spontaneously through balloon deflation without aspiration. If you notice slow or no deflation, re-seat the syringe gently. Use gentle aspiration to encourage deflation if needed. After balloon deflation, withdraw the catheter slowly while confirming that no abnormal resistance is encountered." (B)(4).

Event description:
It was reported that prior to a urethrogram, the sliding exterior balloon would not slide (785816). The complainant reported tugging very hard on the catheter with no success in moving the portion that was supposed to slide. The complainant alleged trying to use water and a lubricant to help the catheter slide, but he reported that the sliding portion of the catheter would not move. A new catheter was opened and the same problem occurred (785819). The complainant alleged that he completed the urethrogram without being able to visualize the entire urethra. He alleged that he could not see the entire urethra because he could not get the length of the catheter needed due to it not sliding.